Event description:
It was reported that the surgeon was removing an abg stem with instrument, and the instrument got stripped and broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies for the referenced lot and there have been no similar reported events for the same lot number. A visual inspection confirmed the reported event. A material analysis review concluded that no material or manufacturing defects were observed. The investigation concluded that the device¿s failure to function was caused by the threaded rod galling within the threaded extractor body. No material or manufacturing defects were observed. The reported event regarding the galling of a specialty abgii stem extractor was confirmed.

Event description:
It was reported that the surgeon was removing an abg stem with instrument, and the instrument got stripped and broke.